Event description:
It was reported that "sparks" appeared when the pump was plugged into a power source to charge. The customers blood glucose level was 250-300 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.